Event description:
It was reported that the co reading is high compared to other OEM devices. Does not pick up a signal. The customer also reported that they have been having difficulty picking up pulse and pulse ox readings. There is no known impact or consequences to the patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
Follow-up #: 01, the date is 07/16/2015. Label for single use: reuse.